Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with their implantable cardiac defibrillator in backup mode due to event queue overflow. On (B)(6) 2018, the patient presented in clinic and the device was successfully restored with no adverse consequences.